Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that right atrial (ra) lead revision was performed due to dislodgement and lead exhibited low amplitude. No further information provided. The lead remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead required revision due to dislodgement, which was confirmed through fluoroscopy, and low p-waves. The lead remains in service. No additional adverse patient effects were reported.